Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that there was a type I endoleak. It was reported that the physician requested a talent aortic cuff and was implanted 45 months post initial implant and the endoleak resolved. No additional sequelae were reported and the pt is reported to be fine after the implant of the talent stent graft. It was reported to medtronic that the pt expired 6 months post talent cuff implant, not related to abdominal aortic aneurysm.